Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: dynamic hip screw (part unknown, lot unknown).

Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. Date of event: unknown. (B)(4). Unknown date about 8 month before explant on (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: july 17, 2002. Part 281.90, lot 4442189 (non-sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented to emergency room on (B)(6) 2016 for a broken dynamite condylar screw plate on a delayed union subtrochanteric femur fracture. The plate was broken at the third proximal shaft hole. The plate along with dynamic hip screw was removed along with a compressions screw, and six (6) 4.5mm cortex screws. A revision surgery was performed on (B)(6) 2016 to convert to a trochanteric fixation nail advance long nail. Original surgery date was approximately eight (8) months ago. Concomitant devices reported: dynamic hip screw (part 281.90, lot 4442189, quantity 1); compression screw (part, lot, quantity unknown) 4.5 mm cortex screws (part and lot unknown, quantity 6). This is report 1 of 1 for (B)(4).